Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was detecting noise on this defibrillation lead. This led to a non-sustained ventricular tachycardia episode and pacing inhibition.